Event description:
It was reported that (1) hdh05 was used with hp053 during an unknown procedure. It was reported by the affiliate that the blade broke and fell into the pt (retreived from the patient). Opened another device to complete the case. There was no consequence to pt.